Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. It was initially reported the actual device was available; however it was confirmed the device was no longer available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The retention sample from the involved product code/lot # combination was evaluated. Visual inspection revealed no anomaly, such as a break, on the blood inlet port on the oxygenator module. The state of the device when packed in the unit box was inspected. It was found that the blood inlet port on the oxygenator module did not come into contact with any part of the cushion materials. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. The investigation results verified the retention sample was of the normal product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that when the perfusionists were opening the sterile pack of the capiox oxygenator, they found that the blood inlet of the oxygenator was broken. The event occurred pre-treatment and there was no patient involved.